Manufacturer narrative:
Complaint no: (B)(4). The device was manufactured january 6, 2016 ¿ january 7, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking solution from the luer lock despite the luer lock being capped. This was noted before use. There was no patient involvement. No additional information is available.